Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was that pt asked if it was normal to take five hours to recharge the ins up by 10%. Pt said that they reset the controller and had been through this before and they weren't new. Pt said that they had the device since december and that they had nothing but chronic issues. Patient services (pss) offered to troubleshoot the issue with the pt. Pss also redirected pt to healthcare provider (hcp) if they didn't want to troubleshoot the issue with pss. Pt said that hcp didn't have anything to do with the ins. Pt was then willing to troubleshoot the issue. Pt provided the controller model number. Pss asked the pt to remove the battery pack from the controller and pt said that they couldn't do that as they were recharging the ins. Pt refused to troubleshoot the issue. Pt said that they had the recharger replaced, the battery pack replaced a couple times and the controller replaced so they thought that the issue was with the ins. Pt said that sometimes when they put their finger on the controller to wake it up from sleep mode the controller sat there and didn't do anything and it was a real hit or miss. Pt said that they had a back disease and it was weird that they hadto lean forward in the position that caused them the most pain to get the ins to recharge. Pss kept offering to troubleshoot the issue. Pt said that they could take the battery out themselves. Pss suggested that the pt meet with hcp or a manufacturer representative (rep) to further address the issue. Pt said that they went on vacation and they didn't get to enjoy any of it since they were chasing electrical outlets all the time. Pt said that they had problems with the device every single day. Pt said that the device was very disappointing and not quite what they thought it would be and that they needed something more reliable. Pt ended up disconnecting the call. Patient called back and stated they were having some possible battery problems and implant charging problems. Patient's implant stopped charging in the middle of charging. Pt called back reporting they're having battery problems with the controller. Pt states controller won't hold a charge and just stops in the middle of charging. Pt states their controller constantly has to be plugged in otherwise will drain. Pt states they have to constantly charge the controller. During troubleshooting the controller showed 90% and the ins dangerously low. Pt states takes 3 hours to charge, pss reviewed expectations. Pss reviewed to try aa batteries to use controller at times. Pss reviewed another lith battery can be sent however reviewed they have sent multiple items and the next step would be to talk with the hcp and the rep and go over all this in person as the patient has not done so. Additional information was received from the patient. They reported that the doctor has nothing to do with the issue of it taking a long time to charge and they didn't go to their physician because there's no reason to meet with him. Patient said the doctor's office laughs at them if they call about the recharging issue and said the doctor will only see them if they're bleeding or in pain or something. Agent reviewed role of rep and protocol for reps to work with the doctors, but patient insisted that's not how things work for their doctor. Patient denied meeting with a rep since their last call to patient services. Patient stated the implant is dead and the issue has not been resolved. The patient is trying to have the device removed to have a different company put in because the manufacturer is not supportive. Agent reviewed if patient did wish to address recharging further they should follow up with their rep; patient said that was not likely and disconnected. Additional information was received from a patient (pt). It was reported that the pt was escalated and wanted to know why she is getting letters from something back in june. Pt states there is a question about the long charge time being resolved? Additional information on that? Pt reports it doesn't matter if long or short as nothing changes. Patient services (pss) had a hard time conversing with the patient as she was slightly escalated and irritated for getting the same letter. Additional information was received from a patient (pt). It was reported that the pt called with questions on if the ins goes dead and wondered if the system is all reset. Pss reviewed. Pss tried to clarify and ask questions and pt was very sarcastic stating she doesn't have issue and doesn't need a letter sent out. Pss reviewed that if the ins gets low at 15% the ins shuts down. Pss was not able to get further information as pt states not happening to her just states forgot to charge and battery died and charged fast but went to 0. Pss asked for sr information and pt declined. Pt stated that the mdt website is not helpful at all. Pt ended call. Additional information was received from a patient (pt). It was reported that they had let their implantable neurostimulator (ins) battery lose its battery charge since they did not charge it in 4 days when they normally recharge the ins every 6 to 8 hours. The pt noted they got a screen they never seen before which the passive recharge mode telling them to position the charger to where you get the highest number. Patient services (pss) reviewed passive recharge mode with the pt. Pt mentioned several months ago they noticed that there was a problem with the ins and that the ins moves and flips around. The pt did not know for sure if the ins moved or flipped for sure since they did not see their healthcare provider (hcp) about it but they know it was different then when it was first implanted, they had a lot of issues and want to control their own health. The pt then begged for medtronic to not send a follow up letter off this call. The pt said medtronic was horribly flawed. They have had multiple adjustments but was probably about 25% better with the ins for the ins was a conservative band aid. The pt said they had arthritis in multiple spots in their spine and suffered 18 years before getting the ins. They were in touch with the rep again since they go from bad settings to worse settings every time they met with the rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.